Event description:
It was reported that the pediatric patient experienced a connection issue between their CGM sensor and their insulin pump. The sensor was inserted into an off-label insertion site, on (b)(6) 2026. On (b)(6) 2026, the sensor was removed due to the connection issue. No fingerstick was taken after the sensor was removed. A few hours after the sensor was removed, the patient began feeling ill and was taken to the hospital. No blood glucose reading was reported, but the patient would have experienced Diabetic Ketoacidosis. The patient was treated with intravenous insulin. No further medication was reported and the patient was discharged after spending one day at the hospital. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).